Event description:
During a coronary artery drug eluting stenting procedure the physician was unable to cross lesion, and when the stent was removed it was noted that the struts were broken. The lesion being treated in the index procedure was 3.9mm, 99% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and attempted to place a taxus express2 8.8% 4.00x16mm drug eluting stent in the target lesion, but was unable to cross the lesion. When the stent was removed it was noted that the struts were broken. The physician completed the procedure with broken. The physician completed the procedure with another stent. There was no reported pt injury.